Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.3, h.6 device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening, around 0-25% of the shell is missing. Leak test and microscopic analysis was performed which identified: a curved opening and broken shell with striated edge on radius side assessed as surgical damage and an extended opening on anterior side assessed as smooth opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a curved opening and broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. - an extended smooth opening - missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a bilateral deflation. Device has been explanted.